Event description:
Customer claims an issue with the front rigging. He states : customer wants to return item . It has damage on it. As per customer there is broken piece on leg support. Or the handle for the leg support. The left part.